Event description:
It was reported to boston scientific corporation that a contour stent was used during a ureteroscopy with attempted right stent removal procedure within the ureter. According to the complainant, upon removal of the stent from the patient, the surgeon noticed that the bladder coil of the stent approximately one centimeter was missing. The device was successfully removed from the patient and inserted another contour stent in the left side. Information about the patient's condition at the conclusion of the procedure is unknown.